Event description:
Additional information was received from the patient. It was reported that they did not contact their healthcare provider regarding this issue. The cause of the poor communication was unknown. When asked the most likely cause the patient circled too high/low. The patient reported they don't know yet what steps will be taken to resolve the issue. The issue was not resolved but no further action will be taken right now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  they are seeing the 'poor communication' screen. Patient said it's been this way for quite a while. Patient said it's been a couple of months since they connected to their ins and at that time, they increased stim too high and zapped themselves. Patient said it hurt so bad they couldn't sit for two weeks and that's when the programmer showed a message saying it wasn't working. Patient said they got that surge and then it stopped and everything stopped working. Patient said the programmer screen said "it wasn't working and to call". Patient also mentioned they were trying to connect to adjust their therapy and said they've had the hardest time trying to regulate the voltage for therapy relief. Patient said it's always either too low or too high. Patient said they've noticed since implant. Had patient connect with the antennae and without the antennae and patient was still seeing poor communication screen. The patient confirmed they changed batteries and have new batteries in the programmer. Reviewed potential for ins eos and patient said they needed a new programmer. Recommended patient make appt with hcp to check internal components for eos or battery status before having to purchase a new programmer. Patient mentioned if the ins battery is depleted, they are not getting a new ins.